Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue when she replaces the battery sometimes the pump takes the battery and sometimes it doesn't. Customer stated that the screen stays black and the pump does not come on. Customer called in previously and they were going to send her a replacement battery cap but she never received it. Customer called in and asked about her pump battery which is giving her errors. Customer will receive a replacement battery cap tomorrow. No additional information provided.